Event description:
It was reported that during an atrial fibrillation (afib) procedure, the carto system didn't detect the connected map catheter anymore. New cables was used and two new map catheters as well but still no ic signals seen on carto and ep recording system. Carto system showed message: no map catheter connected. The case was cancelled and rescheduled. Transseptal puncture was performed prior the case cancellation and the catheter was inside patient making this event reportable.

Manufacturer narrative:
(B)(4).